Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device in question. The eval confirmed the symptom "does not sense a closed door", caused by the door hooks and latch pins being out of specification. The door hooks and latch pins were replaced.

Event description:
It was reported that a device did not sense a closed door. It was also reported that there was no pt involvement.